Event description:
It was reported there was a blank screen at boot up. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm a blank screen at boot up. The display was moved with no changes to the screen. Display functionality was confirmed on the test bench and during functional test. Analysis found damage to the bezel; this does not affect the operation of the programmer. Left keyboard hinge and keyboard latch are broken. Antenna test failed due to a loose left antenna connection. Loose connection reseated to resolve antenna issue. Concomitant product: 229047 analyzer. (B)(4).